Manufacturer narrative:
(B)(4). A loose connection was reported, which is known to cause this alarm; however the cause of the loose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during initial drain. The technical service representative (tsr) assisted the patient in clearing the alarm and to end therapy. The tsr advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.